Event description:
Patient later reported "a second ultrasound was diagnosed with a seroma."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.